Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 462mg/dl after using a new infusion set sample. The customer stated that he treated with a manual injection and reducing the basal rates by sixty percent. Troubleshooting was performed. The customer stated having some tenderness and a module under the skin when the infusion set was removed from his body. Reviewed the history and found that the time was incorrect, but the rest of the programming was correct. Checked the alarm history and found a no delivery alarm. The customer stated that the alarm was due to an empty reservoir. Ran a fixed prime test and passed. The customer stated that the infusion set had crimps, but the insulin pump did not alarm no delivery. Advised the customer to call back when the tubing clamp arrives to complete the troubleshooting. No further info was provided.